Manufacturer narrative:
The report of ¿ipg inoperable after surgery¿ was confirmed. Per the event details the patient had an unrelated surgery after which the device was no longer able to communicate with. The inability to communicate between the clinician's programmer and the implantable pulse generator was due to the device entering the service application state. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. Analysis of the returned ipg found the device entered the service app state on the day of the unrelated surgery.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that patient had an unrelated surgery wherein their ipg was not put in surgery mode. Following the surgery the patient's ipg was no longer communicating with external devices. Trouble shooting with an abbott representative was unsuccessful in recovering the ipg. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2024 where the patients ipg was explanted and replaced. Therapy was restored post op.